Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the controller showed the no device found message. The controller couldn¿t find the implant and the patient was going to be instructed to do passive recharge mode. Further information from the representative stated the patient was doing the passive recharge but it had not switched back to normal recharging yet. No patient symptoms reported. The manufacturer representative reported that the patient had not been able to charge the implant since they were implanted. It was noted that the controller was not pairing with the implant, it couldn¿t find the device. The representative connected the recharger antenna and it started the antenna locate feature and they were going to let it run its course. Further information received reported that the trying to recharge screen was seen with antenna locate values showing 60, 94 and 95. One cycle was run through and the controller did not find the implant. The representative stated the antenna was right over the battery and the function of the controller was reviewed. It was noted that the patient claimed she had stimulation following the procedure and then it stopped eight days ago and she had not attempted to communicate with the implant. The representative was going to continue recharging the implant. Additional information received from the manufacturer representative reported that he couldn¿t get the implant to charge and was stuck on the antenna locate screen as it would not move from there. The patient had not charged since implant and the representative had done the antenna locate 4-5 times for over an hour and got readings up to 91. The no device found screen 16 was seen and the recharger was disconnected to try to connect with the controller which showed no device found. Further troubleshooting reset the controller, tried to communicate with the tablet and app and pair the controller to the implant but it still could not find the device or move to the charging screen. Further information from the representative stated that the patient was heavier and the device wasn¿t flat to the skin and was floating around in the pocket. It was noted that there was no metal in the area and there was an ultrasound machine in the room but it was not a concern. There was no telemetry with the tablet and no device was found with the previous controller with a brand new recharger. The controller continued to show either looking for device or no device found. A new controller and recharger were tried and showed a looking for device screen then went into antenna locate mode getting 80s during a 10 minute session. It was confirmed that the external devices could communicate with a brand new, in the box implant and charge fine. The disable device feature was used to disable the patient¿s implant and then they were able to recharge the implant successfully. The patient was advancing in their charge from red to orange level with excellent charge quality. The patient later was at the 30% level and they were going to wait to make sure the data file would be available and the data file was created after interrogating the implant. Additional information received from the manufacturer representative reported that they met with the patient several times since the initial incident and all issues were resolved. The patient was very happy.